Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  This reported is regarding the delivery system used. Investigation is underway.

Event description:
Per the field clinical specialist report, a 26mm sapien 3 ultra valve was to be placed in a pre-existing epic surgical valve (implanted 10 days before) in the mitral position via trans-septal approach. The 26mm ultra delivery system had difficulty crossing the septum and difficulties crossing the surgical valve, but crossing was achieved. During inflation, the distal tip of the balloon did not inflate as 'something' was restricting it and the balloon appeared to be expanding on the inflow, not the outflow. Due to these difficulties the balloon 'popped' out of place. After multiple attempts, the valve was able to be positioned again within the surgical valve and the valve was deployed. Post deployment it was noted that the valve was partially expanded and post dilation with a true balloon was performed. However, the valve embolized into the atrium. The family did not want the patient to have surgery. The patient was comfort measures only and was transferred to the ICU, and subsequently passed away. An autopsy is not to be performed. After the ultra delivery system was removed, it was played with on the back table and inflated without issues. The cause is unknown; however it was mentioned that the anterior portion of the pre-existing surgical valve or suture may have caused the issues during deployment.

Manufacturer narrative:
Additional information: e4, g3, g4 received the user facility medwatch form. Reference uf#(B)(4).

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  This reported is regarding the delivery system used. Please reference related manufacturer report no: 2015691-2019-01466 regarding the embolized valve.

Manufacturer narrative:
The device was not returned for evaluation and no photographs, videos, or imagery were provided for review. In addition, the lot number was no provided; therefore, a device history review (DHR) and lot history review could not be performed. Complaint data for the previous 12 months (may 2018 through april 2019) was reviewed for the ultra delivery system (all models, sizes). No other complaint devices have been returned and evaluated for inflation difficulties and difficulties crossing the prosthetic valve. A review of complaint data revealed that the complaint rate did not exceed the monthly trigger for action (3 complaints per month for 3 consecutive months). Ultra delivery system instructions for use (IFU), device preparation manual, procedural training manual, and valve-in-valve procedural manual for mitral position supplement were reviewed for instructions or guidance for proper use of the ultra delivery system. Based on a review of the IFU and training manual, no deficiencies were identified. During manufacturing, the delivery system is both visually inspected and tested several times throughout the process. Additionally, the work order would have undergone product verification testing as a requirement for lot release. The lot could only have been released if every sample passed product verification testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The received events for inflation difficulties and difficulties crossing the prosthetic valve were unable to be confirmed, as the delivery system and/or relevant imagery were not provided. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, presence of a manufacturing non-conformance was unable to be determined. However, a review of the manufacturing mitigations and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. It is possible that the complaint events can be attributed to procedural factors. Stiff guidewire placement could have affected the maneuverability of the delivery system/thv through the prosthetic valve. If the stiff guidewire were placed through a commissure of the prosthetic valve or at an angle, it is possible that the delivery system could have been caught on the valve as it was crossing. Additionally, if the delivery system were at a valve commissure or angle, it is possible that these would have hindered the distal end of the delivery system from fully inflating, resulting the events described. The procedural training manual provides the following additional considerations for thv deployment to ensure proper deployment: slow inflation during initial deployment may help with stability of the delivery system and thv during deployment. If considered, reposition only at the very early stage of deployment. As such, it is possible that procedural factors (stiff guidewire placement) contributed to the reported event. However, a definite root cause was unable to be determined. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, an fmea assessment is not required. Since no product non-conformances were identified and the complaint rates for the codes did not exceed their monthly triggers, therefore a product risk assessment (pra) is not required. Since no edwards defects were identified, no corrective/preventative actions are required.